Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) exhibited rising shock impedance measurements, reaching high out of range values greater than 125 ohms. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.